Manufacturer narrative:
Complaint investigation underway.

Event description:
Silk road medical reported: irradiated neck, friable cca. Enroute wire got in a dissection plane and could not get back in true lumen. The physician converted to cea.

Event description:
(B)(4) medical reported: irradiated neck, friable cca. Enroute wire got in a dissection plane and could not get back in true lumen. The physician converted to cea.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.